Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump received with damaged retainer ring and partial display. Unable to perform displacement test or lock a test p-cap into the reservoir compartment due to damaged retainer ring. Pump was cut open to perform visual inspection and found physical damage and moisture damage to the pcba 1 and pcba 2. The following were noted during visual inspection: partially broken retainer, missing o-ring (reservoir tube), scratched case, stained keypad overlay, cracked glass, bleeding, and pillowing keypad overlay. Cosmetic damage confirmed at the screen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer reported physical damage to the pump. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer discontinued using the device and the device was returned for analysis.